Event description:
Patient stopped responding to sound and upon assessment neither processor was able to connect successfully to the internal component. Despite call to company audiologist and increasing the power level, adding a spacer between the magnet, changing the coil and cable with a spare one, a connection to internal component could not be achieved. Device was explanted and another implanted.